Event description:
It was reported that during a coronary angiopolasty procedure involving a calcified and very tortuous lesion in an unspecified artery, the maverick2 monorail balloon ruptured at 12 atms. The number of inflations and to what atms is unk. It was further reported that a mild perforation occurred right after the balloon rupture and was successfully treated by inflations at the site with another balloon catheter. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number of this complaint is unk, the shop floor paperwork could not be examined. Should further relevant info become available; a supplemental medwatch report will be filed.